Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 215985741, was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was kinked and broken at the proximal end attachment with the ECG connector; no ECG signa wires were broken inside the shaft. In conclusion, the mapping catheter failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a section of wires were exposed on the proximal end of the mapping catheter. The mapping catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported asa result of this event. The mapping catheter subsequently tested out of specification per the manufacturer's investigation.